Event description:
Healthcare professional reprted a cracked arterial header on a 25th reuse dialyzer noted during reuse. Per the healthcare professional, there was no pt injury associated with this report.